Manufacturer narrative:
The pump was received with no act or down button response due to a flattened button dome switch. Unable to verify the motor error or motor position encoder error alarm or perform functional checks or operating current tests due to the unresponsive act button. The motor was tested outside of the device and it passed the motor test. The pump was received with minor scratches on the display window, cracked display window corners, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads, a broken pump belt clip slot and a missing end cap sticker. Moisture damage was also found on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer stated that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 330 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.